Manufacturer narrative:
(B)(4). This MDR was initially reported with an absence of event information. Additional information from the customer stated the under infusions were due to concurrent flow as a result of incorrect infusion set up.

Event description:
It was reported on (B)(6) 2015 that a spectrum pump was not infusing the total volume from the secondary IV bag during therapy (medication, programmed amount and delivery rate unknown). The flush of the pump was utilized for almost every secondary medication. Additional information from the customer was received stating the under infusions were due to concurrent flow as a result of incorrect infusion set up. The customer also stated they believed a blood product was being infused and that a vented secondary set was being used, but no specific products or event details were provided.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump is not infusing the total volume from the secondary IV bag during therapy (medication, programmed amount and delivery rate unknown). The flush feature of the pump was utilized for almost every secondary medication. It was also reported there was no patient injury.